Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00173 on 11/17/2015 for a non-reactive, advia centaur xp (B)(6) correlation study result. On 12/22/2015 additional information: the original sample aliquot used during the correlation study was not repeated as the sample quantity was not sufficient (qns). Another sample aliquot of the patient was repeated with the advia centaur xp hiv ag/ab combo (chiv) assay and the result was greater than 12.0 index (reactive) and correlates with the original (B)(6) result >50 index (reactive). The original sample aliquot (B)(6) result of 0.72 index (non-reactive) may have been attributed to specimen collection and handling. The instruction for use (IFU) under the specimen collection and handling section states the following: "freeze specimens, devoid of red blood cells, at or below -20°c for longer storage. Specimens may be stored at or below -20°c for up to 8 months. Do not store in a frost-free freezer. When 10 specimens were subject to 5 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed specimens and centrifuge." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6), advia centaur xp (B)(6) correlation study result is unknown. The patient sample had been previously frozen and thawed prior to the study. Siemens is investigating. The instruction for use (IFU) under the specimen collection and handling section states the following: "freeze specimens, devoid of red blood cells, at or below -20°c for longer storage. Specimens may be stored at or below -20°c for up to 8 months. Do not store in a frost-free freezer. When 10 specimens were subject to 5 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed specimens and centrifuge." The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained by the customer on patient sample when performing a test method correlation study to (B)(6). The patient sample was retested for (B)(6) on another advia centaur xp system and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) method correlation result.